Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. A device history record review was attempted for the subject device lot but could not be completed due to the age of the subject device which was manufactured on may 26, 2004 by synthes (B)(4). The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the very tip of a pair of pliers was noted to be chipped and that the handle would not ¿ratchet¿ as expected. These issues were noted at some point during the sterilization / restocking process by the hospital instrument coordinator. The chip in the tip of the pliers was noted to be very small. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: during the sterilization process it was discovered that a tip of the locking pliers (359.204 lot a7na21 mfg 5/2004) is chipped and the ratchet mechanism is not functioning as expected. There is no reported patient or procedural involvement. The returned instrument was examined and the complaint condition was able to be confirmed as the upper jaw tip is missing a small fragment. Additionally the leaf spring was found to be broken above the set screw. No definitive root cause was able to be determined as the circumstances leading to the failure are unknown; based on the condition of the device and the age (11+ years) it is likely that rough handling/wear and tear contributed to the device failure. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.